Manufacturer narrative:
The investigation found the retrieval basket closed with a severely kinked, torn, stretched, and out of specification sheath. A portion of the sheath remained attached to the handle, a portion was loose on the drive wire, and a portion was returned separated from the device. There were laser burn marks on the ends of the broken sheath, and the tip of the introducer had melted green residue from the lasered sheath. The dfu states, "this device must not come in contact with any electrified instrument. This device should not be directly fired upon by any lithotrite. To do so may damage the device and could result in patient injury." Additionally, the handle was not able to deploy or retract the basket due to the torn sheath, however, the basket was able to deploy and retract with ease when manually functioned. The out of specification sheath may be due to the use and handling of the device during the procedure. The most probable root cause for this complaint is operational context.

Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used in a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2010 (patient age and weight are unknown). Please reference medwatch report number 3005099803-2010-02993 which documents the first device. A second zero tip nitinol stone retrieval basket was utilized. Approximately 10-15 successful passes were made with the basket. However, the sheath was noticed to be detached from the handle of the device after being removed from the ureteroscope following a pass. Only the inner pull wire and basket were removed from the ureteroscope. The sheath of the device remained inside the working channel and was removed by hand. The sheath was reported to have remained in one piece, and did not require an additional retrieval device to be removed. Nothing detached or remained inside the patient. A third zero tip nitinol stone retrieval basket was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿fine.¿